Event description:
There have been complaints of the following: leaking, holes, difficulty flushing, caps being plugged, white disc (valve) at center of device sticking to blood tubes, difficulty attaching syringe for flushing (another co's syringe) and the caps unscrewing from catheters. After investigation, it was found that the caps can be attached to syringe or blood tubes without difficulty when swabbed first with isopropyl alcohol 70%. (*)